Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: 3mensio shows the presence of undersized regions, calcification, and tortuosity in the access vessels. Post-procedural device images show the tip opening along the axial score line but is further split. Some additional tip damage is visible. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint were confirmed based on the imaging evaluation. It was reported that "the femoral artery had some calcium and was on the tighter side" and "while trying to go up with the first sheath, the calcium snagged the sheath but the sheath remained intact". After devices were removed and additional bav performed, the second sheath was able to be introduced with no issues. A steep insertion angle was not used but review of 3mensio showed the patient's access vessels had both tortuosity and undersized vessels along with the alleged calcification. Therefore, available information suggests patient factors (calcification, tortuosity, undersized vessels) likely contributed to the inability to introduce the sheath while these factors in combination with procedural factors (high push force) likely contributed to the distal tip split. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Undersized vessel diameters can constrain the sheath increasing friction and subsequently influence push force. Vessel tortuosity and/or a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction. As a result, the operator may apply increased push force to overcome the difficulty, allowing the tip to further interact with calcium, which may lead to the observed sheath distal tip split. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. The femoral artery had some calcium and was on the tighter side. It was decided to still go femoral rather than an alternate access. While trying to go up with the first sheath, the calcium snagged the sheath but the sheath remained intact. Another attempt was made and bav was performed. The second esheath was inserted without difficulty and the valve was deployed. There was no harm to the patient and in stable condition.